Event description:
The event is reported as: alleged issue: the catheter was placed by the surgeon post operative (turp); when it was time for removal the balloon would not deflate. The surgeon cut the catheter at the juncture to remove. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.